Manufacturer narrative:
Updated reporting address postal information.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen calibration was 'way off' (screen drift). There was no reported patient involvement, therefore no health consequences or impact.